Event description:
Hcp reported the patient was losing efficacy from the intrathecal baclofen in spite of increasing the infusion rate. A catheter check verified the patency of the system. A bolus of baclofen was injected into the intrathecal space via a lumbar puncture replicating the spasticity reduction. The pump was x-rayed which ascertained the rotor was turning. The pump pocket was opened and there was an obvious collection of fluid. The catheter was shortened and the proximal-most portion was removed. The remaining catheter was reattached. The pt is reported to be doing well now.